Event description:
It was reported that pump malfunction occurred with malfunction code displayed and no notable events prior to the issue. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance, confirmed malfunction did not recur after reset, and was advised to continue using pump and call back if problem returned, which customer acknowledged and understood.